Event description:
Additional information was received on (B)(6) 2012. It was indicated that the migration was first noted on (B)(6) 2012. There was no trauma or manipulation however; the patient may have lost some weight which might have contributed. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported by the surgeon's office that the patient's generator has migrated and is causing the patient arm discomfort. The patient has been referred for surgery to reposition the generator. Follow up was performed with a nurse at the surgeon's office, but she was unsure if there had been any manipulation or trauma to the device. She also was unable to determine if a non-absorbable suture was used during implant to secure the generator. Attempts for additional information have been unsuccessful to date. Surgery is likely but has not occurred to date.

Event description:
Information received on (B)(6) 2012, indicated that the patient underwent a generator re-positioning surgery on (B)(6) 2012, to resecure the generator. No devices were replaced at that time.